Event description:
It was reported that: there was a leakage prior to use on patient.

Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "an actual sample was returned for investigation. Water leak test and endotest (inflation test) was carried out on the sample. Based on the investigation, an actual sample were tested on inflation, no abnormality was found. The cuff was inflated using endotest at 25mbar and showed the cuff was able to maintain its pressure at 25mbar. A device history record review was performed on lot number kme22l0120, and no relevant findings were identified. Based on the investigation conducted, defect mode on ballon leakage was not confirmed. Inflation test on cuff was able to maintain at its pressure. Furthermore, there were no bubbles flowing out from cuff, side arm and pilot balloon which indicated no leakage on the tube." Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: there was a leakage prior to use on patient.